Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient's battery charger would not power up. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon receipt the power supply connector pins were recessed, which prevented the charger from powering up. The root cause for the recessed pins could not be positively identified. No adverse event resulted from the defective connector. The patient received a replacement battery charger/modem.